Event description:
A discrepant advia centaur xp troponin ultra result was obtained on a patient sample. The sample had been run in duplicate. The result was not reported to the physician. Due to the patient history, the sample was retested on a second system, in duplicate, and the corrected result was reported. There was no report of patient intervention or adverse health consequences due to the discrepant troponin ultra result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin ultra result was due to the cracked fitting of the wash 1 straw. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.